Event description:
Pt reported to rn, "finding cloudy fluid in drain bag during treatment on homechoice device." Rn states, "clinic advocates reuse of drain lines and bags for 7 days." Cultures were taken of both pt effluent and fluid from drain bag. Culture of drain bag showed seratia. Pt was treated prophylactically with vancomycin and tobramycin for 48 hrs. Pt never displayed symptom's of peritonitis.